Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection observed that the device was cracked on right and left plunger cases, also cracked on the top case by the tube holder. During occlusion testing, the reported problem was duplicated. The motor rate error was found. The root cause of the reported issue was found to be normal wear; as the motor assembly, worm gear, leadscrew and clutch halves were found old, dirty and worn out. Replaced motor assembly, worm gear, leadscrew and clutch halves. Performed preventative maintenance and all functional testing.

Event description:
It was reported that there was a motor rate error or sensor error. Needs thorough check for problems. No patient injury was reported.